Event description:
It was reported that the customer's insulin pump backlight was not working. Customer's blood glucose was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no back light due to faulty electrical panel. Unit received with normal operating currents. The low battery alarm was functioning properly. Insulin pump had minor scratches on the lcd window, a cracked reservoir tube lip and a stained end cap sticker.